Event description:
Report received of unintended delivery of narcotic. The pt was to receive hydromorphone for pain control after surgery. The customer fills 60cc syringes with 50cc of hydromorphone, 0.5ml/cc. The filter extension set was connected to an apm ii pca set and primed with the hydromorphone. The nurse then primed the primary infusion set with lactated ringers and connected it to the pigtail of the pca set. The primary infusion set was begun at a rate of 80-100cc/hr. The pt received a bolus of hydromorphone equivalent to the amount of drug in the setup distal to the pigtail. The pt's oxygen saturations dropped to an unspecified value, and they became unresponsive. A nasal trumpet was placed on the pt and they were given an unspecified dose of narcan. After some improvement, the pt's oxygen saturations again dropped to an unspecified value and a second dose of narcan was given. It was reported that the pt recovered. Although requested, no additional info was received.